Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 3005168196-2021-02073: 1. Section d. Box 6. If implanted, give date. This report is associated with MFR report number: 3005168196-2021-02095.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the target location using a smart coil and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.